Event description:
A system error (se) 2367 alarm was identified in the log of a returned homechoice device. It is unknown if this alarm occurred during patient therapy; however, no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product malfunction. Therefore, a batch review will not be conducted. A 510(k) number will not be provided in the emdr, because the product is unknown at this time. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.